Manufacturer narrative:
The device was explanted on (B)(6) 2021. There are no plans to reimplant the patient with a new device as of the date of this report. This report is submitted on 20 august 2021.

Manufacturer narrative:
Per the clinic, the patient underwent a skin revision surgery (specific date not reported) in order to reduce skin thickness. It was also reported that antibiotic was administered to the patient as a prophylactic. This report is submitted on june 24, 2021.

Manufacturer narrative:
This report is submitted on may 19, 2021.

Event description:
Per the clinic, patient was placed under general anesthesia for abutment removal due to skin overgrowth and fluid discharge from implant site. Subsequently, patient was treated with oral and topical antibiotic (date and duration not reported).